Event description:
It was reported that the patient was experiencing pain. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1200 serial number: (B)(6) batch/lot number: 353824 model/catalog description: precision montage MRI ipg sterile kit unique identifier (UDI) #: (B)(4).